Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) shows low battery, is not showing helium cyclinder icon on screen, and sometimes gives alarm of maintenance code #5.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced the main board after determining that it was defective. The fse checked all functions of the unit. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) was not showing the helium cylinder icon on the screen. The unit also had error "maintenance code #5". There was no patient involvement.

Event description:
It was reported that during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) was showing low battery and was not showing the helium cylinder icon on the screen. The unit also had error "maintenance code #5". There was no patient involvement.